Manufacturer narrative:
(B)(4). The device was discarded by the customer and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of an administration set collapsed during infusion. The reporter stated that the collapse occurred at the lowest interlink injection site of the set while using a hep-lock. The procedure being done was an MRI with contrast. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.